Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the reported disc detection issue was a broken purge disc detection flag which was caused by fluid ingress into the purge pressure sensor assembly. The cause of the reported pump stop was likely user related as the console logs suggest that the user disconnected the pump while it was still running.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During purge cassette change, disk was not sensed. ¿impella disconnected¿ alarm displayed after using 2 different cassetes. This progressed to ¿impella stopped motor current high.¿ swap of automated impella controller (aic) took roughly 15-20 minutes. Motor currents normal and impella operating normally.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D2a and d2b revised as they were reported incorrectly on the initial report that was submitted. D6a and d6b should of been left blank on the initial report that was submitted. D9 revised date device returned to manufacturer as it was entered incorrectly on the initial report that was submitted. H6 codes a1102 and a1601 were reported incorrectly on the initial report that was submitted and a new code was added.